Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler presented a locking of the shot before the moment of its use and it was not possible to carry it out. After closing on the structure, pointing the green button, but at this moment the stapler did not progress with stapling. There was no patient involvement.